Manufacturer narrative:
Date rec'd by MFR: 13aug2019. The power management printed circuit board assembly (pm pcba) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the pm pcba revealed no signs of physical damage and contamination. The pm pcba was installed into the test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation pm pcba passed all testing, and no errors were generated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit did not have airflow after attempting to use it again from stand-by mode. Unit also had an odor present. The customer reported there was no patient involvement. Customer did not use the device and another of the same model was utilized.